Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several alerts were triggered for the right ventricular (rv) lead due to high and variable pacing and defibrillation impedances. An rv coil fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.